Manufacturer narrative:
On may 31, 2012, us and (B)(4) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 07/06/2011 and has no repair history at zimmer surgical, initial repair. Evaluation of the device observed extensive damage to the right end of the comb. It was noted that the spring was damaged. Wear to the gear teeth of the roller was also noted. The customer did not return a ratchet or cutters for evaluation. Prior to repair, both the test mesh and the calibration check could not be performed due to the bent comb. Repair of the device included replacement of the comb, roller and spring. The device has not been returned to zimmer surgical for maintenance or repair in three years; therefore, lack of preventative maintenance most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported the zimmer skin graft mesher screen was damaged and it had a bent comb. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.